Event description:
Report alleges pt developed encapsultion requiring a closed capsulotomy. Pt complains of decrease in size and increase in pain in recent months with the left being greater than the right. Pt notes that the left is shifting toward axilla rapidly and denies history of trauma. Pt has had an episode of passing out, some hair thinning and a dull right slack ache in recent years. Otherwisre healthy.